Event description:
Health professional reported: "port leak".

Manufacturer narrative:
Taper ii, medwatch sent to FDA on: 03/09/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."